Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A m2a-magnum pf cup 50odx44id, was returned and evaluated against the complaint. Visual inspection confirmed scuffing and wear on the inner radius. A large amount of foreign debris remains affixed to the porous coating. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical devices: us157144, recap pf fmrl hd resurf 44mm, 094750. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09220. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient's right hip was revised approximately 3 years post implantation due to pain, discomfort, elevated metal ions and lack of mobility. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of revision op notes. Primary op notes were reviewed and no complications were identified. Revision op notes reviewed and it was identified patient was revised due to elevated metal ions. Blackish fluid were noted within the bursa consistent with metallosis. No muscle destruction identified but some synovitis was noted. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient's right hip was revised approximately 3 years post implantation due to pain, discomfort, elevated metal ions and lack of mobility. During the surgery, blackish fluid noted within the trochanteric bursa. Metallosis was identified.